Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was transported to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose level over 1000 mg/dl and high ketones that a health care provide identified as life threatening. Reportedly, customer also fainted due to elevated bg level and dehydration. Customer was treated with intravenous fluids of saline and insulin to address the bg. A system check was performed, and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion. The customer was discharged from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.